Event description:
The FDA has approved amalgam in dentistry. Mercury is a neurotoxin. I am being slowly poisoned with FDA approval. I want the top 10 levels of FDA management charged with a constitutional criminal complaint and sent to trial, no kidding and now!!!!